Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification.  Dhrs (device history review) for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release.   All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported the adc freestyle libre sensor detached from the adhesive after 10 days of wear and that on the evening of (B)(6) 2019 she experienced symptoms described as " could not speak normally", and "incoherent behavior". Customer's husband recognized the symptoms and treated the customer with a glucagon injection. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre sensor detached from the adhesive after 10 days of wear and that on the evening of (B)(6) 2019, she experienced symptoms described as " could not speak normally", and "incoherent behavior". Customer's husband recognized the symptoms and treated the customer with a glucagon injection. No further treatment was reported. There was no report of death or permanent injury associated with this event.